Event description:
Tampon broke... Rope was separated... Tore into pieces [device breakage]. Case narrative: consumer reported via social media that the tampons broke. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.